Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The anvil was bowed and the jaws were open. Staple pushers were visible at the 5cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, for the first firing, the surgeon articulated the jaws with maximum angle and started the first squeeze of the handle, however a crack sound was heard. The surgeon said the tissue was very thick as it was located near pylorus section. Replaced by a new cartridge, the surgeon slightly displaced clamping point of the tissue, the firing was completed. The status of the patient is no injury.